Event description:
Reporting rationale: malfunction. Reporting status: dislodged stent has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged prior to use and remained in the protective sheath. No additional event or pt info is available.